Event description:
It was reported by service report that the right side rail has excessive movement and the left side rail is broken. No injury reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/01/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on november 19, 2010 and obtained the following information: the patient tests three times a day and manages his diabetes with a single dose (10mg) of glipizide in the morning, 1000mg of metformin in the morning and evening, and a single dose (45mg) of actos in the morning. The patient alleged that the issue began on (B)(6) 2010 (time unknown). The patient reported blood glucose results of "206,170, and 128mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In response to the alleged issue, the patient corrected and clarified that he took an additional dose of glipizide; prior to the alleged issue the patient indicated he had already taken his morning medications. According to the patient, when his blood glucose level is elevated, he was advised by his physician (in the past) to take an additional dose of glipizide. Approximately 1 ½ hours later, the patient confirmed he experienced sweating and also did not feel well. At the onset of his symptoms, the patient clarified he tested his blood glucose (with the subject meter) and obtained a result between "40 -60 mg/dl". The patient immediately administered self-treatment by consuming a glucose tablet. Approximately 1 ½ hours later, the patient stated he felt better and obtained a blood glucose result of "82mg/dl" with the subject meter. The patient indicated he contacted his physician on (B)(6) 2010 and the glipizide medication was removed from his daily regimen. During troubleshooting, the csr confirmed the patient was using the proper testing technique, he was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimer he obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k021819.